Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2020, product type: lead. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: 25-aug-2024, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a healthcare provider (hcp) via a manufacture representative (rep) regarding a patient with an implantable neurostimulator (ins). It was reported that electrode #0 was not connecting in the wens and was showing not connecting in the battery as well. It was reported that it was out on implant. Factors that contributed to the issue was the lead placement was very tough. The physician changed the styles out at least four times and they also had a very hard time getting through a tight area and that electrode was used to push through and around the tissue. They wiped off the electrode and made sure it was shaped and not flattened by the stylet. Electrode 0 was not in the area they needed for programming so they would be able to program around it and the issue was resolved.